Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. (B)(4).

Event description:
It was reported that a few hours after implantable pulse generator (ipg)nd right ventricular (rv) lead implant, the rv pacing threshold was high and/or raised,and reason for loss of capture. The rv output was change to the maximum setting, until the following morning. The follow day the rv lead was re positioned from the apex to the septum. However, after the revision procedure, there was another loss of capture that caused cardio-pulmonary resuscitation (CPR). Interrogation of ipg was performed, and revealed that even with maximum output setting, there was no capture. The pocket was re-opened and the rv lead was connected to the analyzer, and via the analyzer the patient was successfully paced. Rv lead threshold was checked via the analyzer and was found to be 1.5 volts/0.4. The physician decided to replace the rv lead and the ipg. The physician indicated that the patient suffered severe anoxic damage. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.